Event description:
45 yr old female was being ventilated with the device and the machine alarm sounded as pressure on ventilator increased. The pt went into full cardiac arrest and was resuscitated. The pt was unconscious for one day, but has recovered to the extent that she has been discharged.

Manufacturer narrative:
The report of blockage and ensuing clinical sequelae are likely the result of the user not following the instructions for use, which states: "during nebulized medication treatments, vigilance must be maintained to detect device resistance exhibited as increased airway pressure or the inability to deliver/exhale a full tidal volume. Although rare, the user should be prepared to immediately replace the device." The risk manager from the health care facility agreed with the conclusion, and agreed to accept a firm provided inservice for the product (which was declined by the user at the initiation of use of the product at the facility).